Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (cracked trunk connector) has been confirmed. Upon eval, the trunk cable connector was damaged, but no wires were visible. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
During servicing of electrode belt sn (B)(4) for an unrelated complaint, a reportable problem was discovered. The electrode belt had a cracked trunk connector. The pt was issued a replacement electrode belt.